Event description:
It was reported that the pump's usb port and usb cable was damaged. Piece of charger broke inside charging port resulting in difficulties charging the pump. The customer's blood glucose level was 233 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.